Manufacturer narrative:
The entire ventilator was returned for further investigation. The investigation revealed that ventilator's dc/dc & battery control printed circuit board (pcb) was found defective. After replacement, after replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The reason for defective dc/dc & battery control pcb could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's dc/dc & battery control printed circuit board was found defective and replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).